Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a dislodged blade outside of the blade garage 0.098" upon visual inspection. The knife slot measurement was 0.027". No conductor wire damage or snake wrist damage was found. There was not a substantial amount of bio debris found at the instrument tips. Components adjacent to this dislodged blade do not show damage. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed as expected. The instrument was placed on the in-house system and failed homing during initialization. The dislodged blade was likely causing failure during initialization. The blade was manually retracted, re-tested and failed initialization. No failures could be verified in the logs. No other physical damage was observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, a defective sealing issue occurred on the vessel sealer extend (vse) instrument. The customer used a backup vse instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument was working during the procedure. There was no unexpected bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument involved with the complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.